Event description:
It was reported that the patient and spouse were unable to unlock the ilet pump, and the patient observed a cracked led on the display, consistent with a screen damage complaint. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included remote troubleshooting and user education, including guidance to shut down the device and steps for data syncing to the mobile app. Investigation of this case revealed screen damage with functional interference consistent with a broken or cracked display component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen leading to inability to access device functions.